Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist tried to connect to the remote support service (rss) but unable to connect. Later customer confirmed issue resolved as soon as the station was rebooted. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unexpected service operation error had occurred, indicating an invalid temperature and user was unable to access patient details. Customer tried to recover the door, but it was still failing. However, there were no delays or adverse events or injuries reported based on this event.